Event description:
Rptr alleged the compact plus sys blood glucose monitoring device generated a result of 4 mg/dl which is outside the numeric reading range of 10-600 mg/dl of the device. Rptr stated he was not experiencing any hypoglycemic symptoms during the time of testing, however, self treated with "hot jello". No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.